Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis noticed the right breast prosthesis to look smaller than the left side. At the time of this report, mentor has received no information regarding explant date.

Manufacturer narrative:
The device history record (DHR) was reviewed on 7/12/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 8/9/2018. The breast prosthesis was explanted; but at the time of this report, the explantation date remains unknown. Device evaluation summary completed on 8/17/2018: the device was received at mentor without fluid. During initial evaluation the device appeared intact. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team was precluded from further evaluating the device. No anomalies were discovered. Complaint was not confirmed. Mentor performs 100% inspection and testing of all devices prior to release. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. The device history record (DHR) for the lot number 6471416 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).